Event description:
Caller reported cgm error 42, which affected their sensor session. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a pump reset and guided the caller through the process, resulting in the successful initiation of a new sensor session with no error codes appearing afterward.